Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor test and displacement test. No unexpected pump error 15 alarm during testing however, pump error 15 alarm, is found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was unknown. The customer reported that the recurring of the critical block and inverse critical block did not add to zero for four times. The insulin pump will be returned for analysis.